Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the torque limiting handle 80in-lb (p/n: 299704320, lot number: gb102840 , qty:1) was received at us cq. Upon visual inspection, scratches from field usage were observed on the device. No other issues were identified. Functional test: a functional test was performed. The lowest torque of the device measured during calibration testing was not within the specified torque range of the device per relevant drawing. Hence, the torque test failed low. Document/specification review: the relevant documents were reviewed. Investigation conclusion: the complaint condition was confirmed for the torque handle. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to the damaged internal components or debris ingress. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h6: a device history record (DHR) review was conducted: a review of the receiving inspection (ri) for verse 3in1 driver, torque wr was conducted identifying that lot number gb102840 was released in a single batch. Batch1: lot units were released on 19 may 2017 with no discrepancies. The ri identified when performing the torque verification 1 device failed the pressure requirements for 18 consecutive clicks with torque. Qty 1 device was removed, label rejected and moved to appropriate location in mrp system and nr was generated. As a result, the ri identified an issue during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant device/part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is j&j company representative. A review of the device history records has been requested and is currently pending completion. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine incoming inspection of a loaner set, it was observed that the torque handle was found to be out of drawing specification. The torque tested low. There was no known patient or hospital involvement. This complaint involves one (1) device. This report is for one (1) torque limiting handle 80in-lb. This report is 1 of 1 for (B)(4).